Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred and subsequently, the pump shut down. Customer¿s blood glucose level was 205mg/dl. Reportedly, the customer will use an alternate pump for insulin therapy.